Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR #1225714-2014-02954.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2014 after the use of the product.